Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer reported at least three occurrences of the same malfunction, and while they had not reset the pump that day, they were instructed to continue using their current pump after performing a reset. A replacement pump with updated software was sent by technical support, who confirmed the shipping details and provided storage and return instructions for the defective pump. The customer was informed about using a backup insulin therapy if the pump failed before the replacement arrived.